Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/02/2014 with the following findings: the black box data from the time of the alleged incident was unavailable for review, as it had been overwritten due to continued pump use. The black boxed showed data from (B)(6) 2014, and no call service alarms were observed for that timeframe. A review of the alarm history showed multiple call service 064 alarms had occurred on (B)(6) 2014. The pump successfully completed a rewind, load, and prime sequence with no issues. The pump was exercised for 24 hours with no alarms occurring. The pump passed delivery accuracy testing and was found to be operating within required specifications. The alleged complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014 the distributor contacted animas alleging that five months ago on an unspecified date, the patient was hospitalized for diabetic ketoacidosis (dka). The distributor noted that the patient had received a call service alarm prior to hospital admission, but the doctor reportedly thought the alarm should have gone off sooner than it did. The patient reportedly had previous issues with call service alarms and stated that she did not trust the pump anymore. Additional information regarding the hospitalization and treatment was not provided. This complaint is being reported based on the allegation that the patient experienced dka requiring medical intervention related to an issue with call service alarms.